Event description:
Event verbatim [preferred term] indication: varix [off label use], indication: varix [device use issue], decompression of rectal varices [therapeutic product effective for unapproved indication], , narrative: this case had been considered invalid as duplicate case. This is a literature report from product quality group for the following literature source(s): "underneath the surface: eus-guided treatment of varices when not endoscopically visualized?", the american journal of gastroenterology, 2022; vol:117(10 suppl 2), pgs:s256, doi:10.14309/01.ajg.0000858080.65146.06. A 63-year-old male patient received absorbable gelatin (gelfoam), at 4 ml for varicose vein. The patient's relevant medical history included: "decompensated cirrhosis" (unspecified if ongoing); "recurrent rectal variceal bleeding" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (non-serious), device use issue (non-serious), outcome "unknown" and all described as "indication: varix"; therapeutic product effective for unapproved indication (non-serious), outcome "unknown", described as "decompression of rectal varices". Relevant laboratory tests and procedures are available in the appropriate section. The action taken for absorbable gelatin was unknown. Clinical course: the patient with decompensated cirrhosis presented with recurrent rectal variceal bleeding after previous treatment with glue injection. Flexible sigmoidoscopy showed few glue cast rectal ulcers with no obvious bleeding. Endoscopic ultrasound (eus) showed a varix of 5 x 15 mm which was treated with a 10 x 14 mm embolization coil and 4 ml of gel-foam normal saline slurry leading to eradication. Surveillance endoscopy in two weeks showed decompression of rectal varices. Successful treatment of varices was confirmed by the decrease in doppler flow of the treated varices. No postprocedure adverse events such as pain, bleeding or embolization were noted. No follow-up attempts are possible. No further information is expected. Follow-up(31may2023): the following information was received from product quality complaint team. Updated information: this case has been downgraded to not reportable (events considered not device related). This is also a follow-up report to notify that the case (B)(4) and (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4). Case (B)(4) processed as invalid and is being deleted from the database for the following reason: duplicate case. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and therapeutic product effective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Event description:
Event verbatim [preferred term] , indication: varix [off label use], indication: varix [device use issue], decompression of rectal varices [therapeutic product effective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "underneath the surface: eus-guided treatment of varices when not endoscopically visualized?", the american journal of gastroenterology, 2022; vol:117(10 suppl 2), pgs:s256, doi:10.14309/01.ajg.0000858080.65146.06. A 63-year-old male patient received absorbable gelatin (gelfoam), at 4 ml for varicose vein. The patient's relevant medical history included: "decompensated cirrhosis" (unspecified if ongoing); "recurrent rectal variceal bleeding" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required), device use issue (intervention required), outcome "unknown" and all described as "indication: varix"; therapeutic product effective for unapproved indication (intervention required), outcome "unknown", described as "decompression of rectal varices". The patient underwent the following laboratory tests and procedures: endoscopic ultrasound: showed a varix of 5 x 15 mm; endoscopy: decompression of rectal varices; oesophagogastroscopy: did not show any evidence of varices; sigmoidoscopy: showed few glue cast rectal ulcers with no, notes: obvious bleeding. The action taken for absorbable gelatin was unknown. Clinical course: the patient with decompensated cirrhosis presented with recurrent rectal variceal bleeding after previous treatment with glue injection. Flexible sigmoidoscopy showed few glue cast rectal ulcers with no obvious bleeding. Endoscopic ultrasound (eus) showed a varix of 5 x 15 mm which was treated with a 10 x 14 mm embolization coil and 4 ml of gel-foam normal saline slurry leading to eradication. Surveillance endoscopy in two weeks showed decompression of rectal varices. Successful treatment of varices was confirmed by the decrease in doppler flow of the treated varices. No postprocedure adverse events such as pain, bleeding or embolization were noted. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and therapeutic product effective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.